Manufacturer narrative:
(B)(4). The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, primetest, excessive no delivery test and motor test. No motor error alarm noted during testing. Drive/motor was inspected and no drive/motor anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had partially broken reservoir tube lip, cracked case at display window corner and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.